Event description:
(B)(6)2025 - it was reported to us that a patient aspirated a capsule and it went to their lungs. Later it had to be endoscopically placed in the gi track. Frm-0089c capsule incident questionnaire was sent to obtain more information regarding the incident. A request for the completed form was sent on (B)(6)2025. Completed form was received on (B)(6)2025. Information on the frm-0089c stated that the patient did not have any pre-existing condition that could have led to the incident. The form also stated that the patient was in the ICU when she aspirated the capsule and the capsule had to be removed via bronchoscopy. The capsule was then "dropped into the stomach and excreted via gi tract". The excreted capsule was received at the download center and the video was successfully uploaded on (B)(6)2025. 02/04/2025 - additional information was received from the customer, that the patient swallowed the capsule and "it went down the wrong pipe". It was later removed from the lung and dropped it in the stomach via bronchoscope and basket. "Patient did great". Capsule was retrieved, data downloaded and read by the customer aspiration is described in our IFU-2796 as one of the potential adverse events associated with the use of the device.

Manufacturer narrative:
(B)(6)2025 - it was reported to us that a patient aspirated a capsule and it went to their lungs. Later it had to be endoscopically placed in the gi track. Frm-0089c capsule incident questionnaire was sent to obtain more information regarding the incident. A request for the completed form was sent on (B)(6)2025. Completed form was received on (B)(6)2025. Information on the frm-0089c stated that the patient did not have any pre-existing condition that could have led to the incident. The form also stated that the patient was in the ICU when she aspirated the capsule and the capsule had to be removed via bronchoscopy. The capsule was then "dropped into the stomach and excreted via gi tract". The excreted capsule was received at the download center and the video was successfully uploaded on (B)(6)2025. 02/04/2025 - additional information was received from the customer, that the patient swallowed the capsule and "it went down the wrong pipe". It was later removed from the lung and dropped it in the stomach via bronchoscope and basket. "Patient did great". Capsule was retrieved, data downloaded and read by the customer. Aspiration is described in our IFU-2796 as one of the potential adverse events associated with the use of the device.